Event description:
The customer reported that the insulin pump was not delivering insulin and his blood glucose went over 600 mg/dl. The customer stated that the doctor advised him to request a replacement of the device. The customer stated that he can prime and the insulin exited, but once he is connected to the device the insulin was not coming out, and it does not alarm. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.